Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a da alert while the system was being optimized. After the alert was cleared, no other issues were noted and the s-ICD was able to be programmed. A memory download was performed and sent to boston scientific engineering for evaluation. An engineer was able to verify that the da alert was self-corrected by the device and it is operating normally. There were no additional alerts found in the memory. This information was sent to the field representative to communicate with the physician. No adverse patient effects were reported. The s-ICD remains implanted and in service.